Event description:
It was reported that during an in-clinic follow-up, the right atrial (ra) lead exhibited high pacing impedance and high capture thresholds. The lead was explanted and replaced. During the procedure, it was noted that the right ventricular (rv) lead exhibited an insulation breach. The rv lead was explanted and replaced. The patient was in stable condition.